Event description:
It was reported that patient presented post implant procedure. Interrogation noted that the right ventricular lead exhibited high capture threshold. Micro-dislodgement was confirmed through x-ray. No interventions were performed. The patient was in stable condition.

Event description:
Addition information received noted that high capture threshold persisted a month post implant. The right ventricular lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and inadequate capture were not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection, x-ray examination, and electrical testing did not identify any anomalies.